Manufacturer narrative:
It was reported that the patient's gastrostomy tube was inserted on (B)(6) 2020 however the tube deflated and fell out on (B)(6) 2020. According to the nurse, she could clearly see the balloon was torn. After the incident the nurse reported that the clinician put in a new gastrostomy tube without further incident noted. One used sample was returned for evaluation and the customer reported issue was not confirmed. The balloon was inflated with ease with 15cc of water and no leaks or tears in the balloon were noted. The root cause of the customer reported issue could not be determined. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
The patient's gastrostomy tube deflated while still inserted and fell out requiring insertion of a new gastrostomy tube.